Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, noise was noted on the right ventricular lead. The noise was not reproducible with isometrics and the patient is not pacer dependent. It was decided that the patient will continue to be monitored due to the patient's age.